Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the grip cable became loose. The loose grip cable can prevent the grips from fully closing, leading to issues with the instrument seal test and a dislodged blade. The instrument was placed on an in-house system. The instrument was found to have a dislodged blade based on log review. Visual inspection did not reveal a dislodged spring and loose grip cable. The instrument passed the recognition and engagement tests. The grips would not open and close properly. As a result, the seal test could not be performed. A system log review showed the 22025 error involving a blade exposed/jammed failure.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument would not cauterize as there was no energy and did not complete the sealing cycle. The procedure was completed with a back-up instrument of the same kind. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments seemed to be fine when inspecting prior to use. The surgeon was sealing when the issue occurred. The instrument did not complete the sealing cycle. The instrument never worked. No errors occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed but not the auto finish function. The seal cycle did not complete with the fast audible tones as expected. No sealing was observed. No tissue was ever cut that was not fully sealed because it never completed the sealing cycle so the surgeon could never cut. The target tissue was the mesentery. The target tissue was under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.